Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve during patient treatment. There was no patient harm. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The investigation of the reported complaint has been finalized. Several parts were returned for investigation, returned parts were all mounted into our test device for simulated use testing. No fault could be established during our simulated use test. The review of the customers returned device logs can confirm the reported technical error related to safety valve open, when expected to be closed. The cause to the event cannot be determined by this investigation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).